Event description:
The patient claimed that the animas pump did not detect the cartridge during priming. Reportedly, the tubing was new, 21", the rewind had stopped at 206u, and the load had stopped at like 90-100u. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged no cartridge detected issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.